Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the battery gauge was fluctuating and that the insulin gauge was inaccurate. Reportedly, the customer filled the cartridge with cold insulin. Tandem technical support informed the customer that loading the cartridge with cold insulin is off label per the tandem user guide. Customer continued to use the existing cartridge and continued to use pump for insulin therapy. Customer¿s blood glucose level was 191 mg/dl.